Event description:
A healthcare provider (hcp) reported the consumer needed to have an MRI for a possible infection or allergy as they suddenly had red swollen tissue at the back/side/flank area. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.